Event description:
Information was received from a company representative in regards to a patient with an implantable pump containing unknown baclofen for unknown use. It was reported that they were notified on friday that the patient was having a catheter revision. The representative stated that the healthcare provider said that the catheter was in the epidural space. The representative did not know when the issue started because they were not with the patient at that time. Information was received from a health care provider via company representative with an implantable pump containing gablofen (500 mcg/ml at 80 mcg per day) for unknown use. It was reported that the patient lost therapy efficacy, so the doctor brought him in for a dye study. The dye study showed that the catheter had migrated out of the intrathecal space and into the epidural space. There were no pump alarms. Therefore, they decided to bring him in for a spinal segment catheter revision. It was unknown if there were any environmental or external factors that could have contributed. At the catheter revision surgery. The healthcare provider removed the spinal segment and replaced it with a new segment resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.